Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that she had differences between sensor glucose and blood glucose readings. Customer stated that her sensor glucose value was 45 and her blood glucose was 115 mg/dl. Customer waited 15 minutes and her blood glucose was 95 mg/dl but her sensor glucose value was 53. Customer stated that she just came from working in the yard when she noticed the issues. Customer was changing out her infusion set and when she checked her blood glucose it was 43 mg/dl. Customer stated that she was going low because she hasn't eaten. Customer's sensor glucose vale is 52. Customer was advised that the difference between readings is within an acceptable range. After troubleshooting, it was determined that the customer may be calibrating the sensor too often. Customer was advised to calibrate the sensor 3-4 times a day.